Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. No device returned.

Event description:
The customer reported "pulse oximetry probe not consistently reading a saturation (would go in and out), sometimes pleth absent or inconsistent other times would read a number and pulse would correlate with EKG." No additional medical intervention was reported.